Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported that the screen did not turn on when the unit was powered on. They checked all internal connectors and the power supply output. They replaced a known good main board and they state that the unit is "ok". The customer stated there was no patient involvement associated with this event.